Event description:
It was reported that a user experienced a brief continuous glucose monitor (cgm) connectivity interruption while using a dexcom g7 that resolved during the call, with glucose readings unaffected and no alerts or alarms reported. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact on health status and no hospitalization. User support included triage and customer education on connectivity troubleshooting steps. Investigation of this case revealed normal device function after reconnection and no persistent signal loss. It was concluded, based on previously established findings for similar reports, that the cause was user environment or transient wireless interference.